Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to turn on using stock lab batteries; however, led segment on the led digits failed to fully light up. The device was able to obtain spo2, pi, and pulse rate readings using masimo sensor. Internal inspection revealed one instrument board led segment faulty, causing segment to be blank. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported segments missing from spo2 display. No consequences or impact to patient was reported.